Event description:
It was reported that the surgeon was taking out a 5 cm fibroid. The pt has other previous cardiopulmonary history. After 80 minutes into therapy the hysteroscope was removed and a gush of fluid was noted. The surgeon reinserted the scope and pt experienced an acute event manifested in drop of end tidal carbon dioxide concentration, drop in pulse oximetry, tachycardia and drop in blood pressure. The pt was resuscitated. In ten minutes the pt had returned to baseline in all parameters, other than pulse oximetry and end tidal carbon dioxide, which returned in 15 minutes. The pt went into an acute pulmonary edema very soon thereafter, and was kept overnight and discharged the next day. The fluid was being monitored and ended up with a 2 liter saline deficit. The anesthesiologist was present during the case and feels the diagnosis clearly was a gas embolus followed by development fluid overload.